Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service replaced the front panel assembly. Performed complete ovp. Verified volumes and blender. The unit was run and it meets all factory specifications. Failure analysis lab received a vela front panel and conducted a visual inspection. Visible markings on the touch screen display were noted. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and color displayed was dark red. A display calibration was performed. The touch display interaction was successful and can calibrated. Lcd display was then substituted with a working lcd display and displayed correct colors. The customer's issue was duplicated. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. When the ventilator is turned on the screen stays blanks most of the time. The display is going bad and everything looks red.